Event description:
It was reported that the patient was seen in clinic on (B)(6) 2025 for a backup battery (ebb) replacement. The patient reported they were changing their batteries at the second "notch" to avoid disconnect alarms. Log files were submitted for review and captured ebb faults starting at 1324 on 18sep2025 and continuing for the remainder of the log that appeared to be due to the ebb failing the load test. The patient's system controller was changed on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller, serial number: (B)(6), was confirmed by review of the submitted log files; however, the reported event of atypical power cable disconnect alarms was not confirmed. The controller event log file showed the activation of backup battery fault (bbf) alarm on 18sep2022. The alarm activated due to the backup battery not passing its load test. The backup battery did not pass the load test due to the unloaded voltage being outside the expected threshold. The controller¿s ability to operate the pump was unaffected by the alarm. There were no atypical power cable disconnect alarms captured in the file. The exchanged 11v backup battery was not returned to abbott for evaluation. Provided information indicated that the patient exchanged the 14v li-ion batteries at the second "notch" to prevent atypical power cable disconnect alarms. The root cause of the reported power cable disconnect alarms could not be determined via this investigation. The root cause of the backup battery fault alarm could not be determined via this investigation. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records was reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 2 of the IFU, entitled ¿system operations,¿ describes the backup battery installation process. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including power cable disconnect alarms and backup battery fault alarms, and the actions to take if the issue does not resolve. Section 7 of the IFU further provides instruction on how to identify and resolve controller clock corrupt alarms. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.